Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: chief of perfusion. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the reported information. There was excess water from the gas line connection to trap. The event occurred during prime. The event did not result in the delay of the surgical procedure. The product was changed out, and the surgery was completed successfully. The event did not cause or contribute to an injury. No blood loss was reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Visual inspection of the actual device upon receipt: no anomaly such as damage was found. A red mark was found on the gas outlet port of the oxygenator. Leak test of the actual device: the actual device was incorporated into a tube circuit and colored saline solution was circulated, resulting in no leaks. The blood outlet port of the actual device was clamped, and a pressure of 2kgf/cm² was applied to the blood channel from the blood inlet port. As a result, no leaks were observed. The manufacturing record and the shipping inspection record of the actual device found no anomaly. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, no leak was found in the actual device. As a possible cause of occurrence, the following factors were inferred. However, since no leak was found in the actual device returned and it was not possible to simulate the issue noted in the complaint, the cause of occurrence could not be clarified. A leak was from the connection between the oxygenator inlet port and the tube. Water drops dripped due to condensation on the gas outlet side. The instructions for use (IFU) (capiox fx05) has the following warning and method of operation regarding leakage: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx05 oxygenator and reservoir."